Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/16/2020 . H.6. Investigation: a device history record review was performed for provided lot number 190528 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The physical samples were reviewed and no signs of leakage were found; however, a crack was observed on the cannula through examination of the picture samples. It has been determined the cracked cannula contributed to the reported incident of leakage. There are several potential causes for a cracked cannula during the production process, including misalignment and the presence of grease or oil in the steel strip surface. Based on the current preventive and detective measures in place, we are confident this was an isolated incident.

Event description:
It was reported that the needle 25ga 1in experienced leakage during use. The following information was provided by the initial reporter: on thursday 11th june I used 4 lots of 25g bd microlance needles for subdermal injections for a sentinel node study, as per our protocol. As the first injection was being administered, the radiopharmaceutical started to drip out of the side of the needle. The tip of the needle was approximately 1cm into the skin surface so I am 100% certain that this leak did not occur as a result of a poorly placed skin puncture. As soon as I realised what was happening, I immediately withdrew the needle. I attached a new needle onto the luer lock syringe and reinjected the patient at the designated site. All the other needles worked perfectly. The patient did not suffer any harm as a result of this incident. The patient simply had an extra injection into the skin. The course of treatment did not change.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 25 ga 1 in experienced leakage during use. The following information was provided by the initial reporter: on thursday 11th june I used 4 lots of 25 g bd microlance needles for subdermal injections for a sentinel node study, as per our protocol. As the first injection was being administered, the radiopharmaceutical started to drip out of the side of the needle. The tip of the needle was approximately 1 cm into the skin surface so I am 100% certain that this leak did not occur as a result of a poorly placed skin puncture. As soon as I realised what was happening, I immediately withdrew the needle. I attached a new needle onto the luer lock syringe and reinjected the patient at the designated site. All the other needles worked perfectly. The patient did not suffer any harm as a result of this incident. The patient simply had an extra injection into the skin. The course of treatment did not change.